Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, it was noted that the stent was crumpled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with stent struts from the 6th proximal row onwards overlapping and bunched. Stent moved distally on the balloon over the distal markerband exposing the proximal side of the balloon wall for 9mm. The maximum crimped stent profile measurement was reviewed and the measurement is within the specification. A review of the specified inside diameter of the stent protector was performed. The stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation as per dfu instructions. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Visual standard and synergy packaging specification states that the stent protector must remain over the distal tip and crimped stent after device removal from the carrier tube. Based on the event description and analysis results; it is most likely that stent damage and stent movement occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, it was noted that the stent was crumpled. No patient complications were reported.